Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "hospital contacted hospira to notify of issue. (B)(6) and myself ((B)(6)) clinical educator) visited the hospital to discuss complaint. The pump has been taken back to (B)(4) for investigation. Staff informed us that infusion (500mg ketamine in 50ml = 10mg/ml) was infusing since beginning as normal, then at 0600 this am patient was found unresponsive and bag empty. Event log shows 12 prime functions performed since infusion began. Delay in therapy: unknown. Need for medical intervention: unknown. Patient involvement: yes. Death / serious injury: yes, serious injury was reported. Human harm: yes." Additional information was received on (B)(4) 2016: "dear (B)(6), this is a reportable event so qcore are expediting the investigation. Do you have any additional information as requested below? In addition, do you know if the hospital has filed an incident report internally? Hi (B)(6), I'm just going through the questions and info at the moment so I'll reply as soon as I can to their request. I'm not sure whether the hospital has filed their own report. Hi (B)(6), yes, the hospital has filed an incident report internally. (B)(6). [(B)(6)] hi (B)(6), below I've attempted to address as many of the questions from qcore as I can regarding the incident; original order: ketamine 500mg in 50mls of normal saline (10mg/ml concentration), starting with rate of 1ml/hour and increasing to 1.5ml/hr if needed. There was no bolus function programmed for this infusion- the bag volume was 55mls with a 10ml priming volume, giving a total duration of between 45hrs and 30hrs, depending on any rate adjustment- the hospital informed us that an initial activation of the priming function was performed prior to the infusion (2230, (B)(6) 2016) and again when the bag was changed (0400, (B)(6) 2016), approximately 29.5hrs later- hospital staff reported that the patient was responsive during all interactions prior to being found unresponsive at 0600, (B)(6) 2016, however, one noticed that the cumulative dose of the infusion had not increased according to the pump between 0200 and 0400, (B)(6) 2016- several air-in-line and pump unattended alarms were triggered and acknowledged throughout the infusion according to the pump's internal log - according to the log there are several prolonged periods where no infusion is running at all- there were also several attempts to start a new infusion at 0.2ml/hr instead of 1.5ml/hr after these periods ie: 1.5mg/hr was input instead of 1.5ml/hr- it's unknown what the vtbi was at the time of the pump unattended alarms- the time frame for the 12 priming activations was approx. 31 hours."

Manufacturer narrative:
Type of report: the original report submitted was mistakenly marked as a 5-day report type, while it should have been marked as initial report. The case at hand does not necessitates remedial action to prevent an unreasonable risk of substantial harm to public health. Hence, it does not meet the 5-day report criterion. Device is currently under evaluation.

Event description:
Additional information received on 29-feb-2016: "the last information I have is that the patient is fine"